Event description:
It was reported that a patient underwent coronary angiography, which revealed very mild coronary artery disease. The angiogram revealed normal anatomy and an excellent site for entry of the sheath. An angio-seal was deployed in the common femoral arteriotomy post pre-deployment angiogram. The patient was then transferred to the internal ward for post procedure follow-up. One day later, the patient felt pain in the lower leg. Physical examination indicated possible embolization in the lower leg. Angiography demonstrated a thrombotic occlusion in the right common femoral artery and embolization of the popliteal artery at the trifurcation site. The patient underwent vascular surgery for extraction of the thrombus and emboli. A fogarty catheter was used and blood flow was restored. Two days later the patient was recovering and the current status of the patient was reported as good.

Manufacturer narrative:
No product was returned. A review of the lot history record revealed no other incidents with this lot number. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the use of the angio- seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. A search of the angio-seal database revealed an outdated training record for the deployer. The angio-seal device instructions for use (IFU) caution that the angio-seal device is to be used only by a licenced physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.